Event description:
A medtronic representative reported the system was very slow in a cranial surgery. The surgeon opted not to wait and discontinued the use of navigation. There was no impact on pt outcome.

Manufacturer narrative:
Pt information was not available at time of this report. The device has not been returned to the manufacturer.